Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to deplete prematurely; however, technical services (ts) was unable to confirm it, due to the device being in safety mode. Additionally, this ICD was unable to be interrogated. This ICD was explanted and successfully replaced. No additional adverse patient effects were reported. This ICD was returned for analysis.